Event description:
It was reported that during a percutaneous coronary intervention a balloon rupture occurred. The 90% stenosed target lesion was located in the mildly calcified and severely tortuous distal circumflex (lcx). The 15mm x 3.50mm nc quantum apex mr balloon catheter was used for post dilatation of a stent. Upon inflation at 20atms the balloon ruptured. The procedure was completed with a different device. There were no reported patient complications and the patient status post procedure was listed good.

Manufacturer narrative:
Age at time of event: 18 years or older. Device returned to MFR: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(6).